Event description:
A vaxcel pasv port was placed in a female pt for therapeutic purposes in 2005; at that time there were no problems or issues noted by the surgeon. The port was functioning as designed with no pt complications. Five days later,the pt had x-rays taken in the facility's radiology department for a completely unrelated issue. Upon the reading of those x-rays in 2005, a coiled wire was observed in the pt's lung and subcutaneous tissue. On another date (not provided) 3 metal fragments were removed from the pt. The port remains implanted in the pt's chest wall. The surgeon was reported not to beleive that this issue is related to the implanted port. The complainant reported that there were no additional complications to the pt as a result of this reported problem.